Event description:
Customer reported that she had unexplained low blood glucose for one day, and paramedics were called to assist her with low blood glucose. Customer stated that she was treated with glucagon and paramedics started her on an IV drip, but was not hospitalized. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.